Event description:
On 3/10/93, patient underwent anterior cervical diskectomy and fusion with caspar plating at c5, 6 and 7. She did well until she was hit on the top of her head with a cable causing her to fall backward. Subsequently she complained of significant amounts of neck pain, soreness and tingling into both hands. Evaluation in the physician's office showed the fusion at c5-6 remained excellent and some collapse of the c6-7 space with a screw fracture. One 4/22/94, the patient underwent exploration of the fusion and removal of the plate. The head of a screw at c7 had broken off and was simply lifted out of the incision. The inferior aspect of the plate had jammed itself against the c7 vertebral body.7. Model no: plate - 44 mm screws - 17 mm (x5) screws - 18 mm10. Serial no: plate - fg344t screws - lb057t screws - lb058tinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.